Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material: 302832, lot:4059022. It was reported by the customer that while drawing up medication, there was a snap at the leur lock connector. Verbatim: complaint opened in relation to pr (B)(4) . Based on response received (B)(6) 2024, customer confirmed the syringe involved in event is bd syringe. It was reported that on (B)(6) 2024 xxxx was drawing up a med and had it snap at the leur lock connector. No other adverse outcomes; the broken connector occurred in the hood and was contained.

Event description:
Duplicate to pr (B)(4).

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and will be cancelled. The associated MDR will be void.